Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer. Reportedly, the customer was using a non-tandem wall adapter in an attempt to charge the pump. The pump charged successfully after the customer used a alternate wall adapter.